Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# n405966002, implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-05, information was received from a foreign healthcare professional (hcp) via a daiichi manufacturer representative (rep) regarding a patient who was receiving gabalon intrathecal (unknown dose and concentration) via an implantable pump for unknown indication for use. On an unknown date, the patient's abdominal pocket was opened due to bed sores. The pump was removed from the body to treat the bed sores, and was scheduled to be explanted. The pump worked without any issues and tension was reduced (antitonicity was observed). There were no signs of infection. The bedsores healed and the pump remained outside of the body. On (B)(6) 2016, a catheter rupture/cut was discovered during the patient's bed bath. Emergency measure were taken because of the cut in the pump connection region of the catheter. A reconnection was performed using an accessory kit connector. Catheter and pump were scheduled to be replaced and re-implanted after an agreement from the patient's parents was obtained.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received noting that in (B)(6) 2015 when the pump was extracted outside the body, the intrathecal baclofen therapy was continued and effectively worked as relief of spasticity. It was noted that the patient death occurred on (B)(6) 2016. On (B)(6) 2016, the patient participated in the hospital¿s sports day and there were no problems. The next day, in the patient¿s room, respiratory arrest was discovered. Pulmonary infarction was concluded to be the cause of death. The healthcare provider noted that until the previous day, the patient hadn¿t had any problems and it was concluded that there was no causal relationship whatsoever to intrathecal baclofen therapy. The death was deemed to be unrelated to the investigational drug, catheter, pump, programmer, and procedure.

Event description:
Additional information was received. It was noted that the underlying disease was spastic cerebral palsy. There was no dose change leading up to the patient death. There was no overdose, withdrawal symptoms, or resistance. An autopsy was performed on (B)(6) 2016. It was found that the lower left lung was diffuse and there was a red bean-sized embolus discovered in the upper lobe of the lung. It was considered that there was no relationship between the adverse events and the itb therapy.

Manufacturer narrative:
Patient code (B)(6) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was previously reported that the catheter fracture had occurred on (B)(4)2017 and additional information that was received reported that the catheter fracture occurred on (B)(6)2017. It was further reported that on (B)(6)2017. A catheter fracture occurred. It was reported that during transferring placing the pump outside the body, tension was applied to the catheter and the catheter was fractured. A connector was ordered and was used for reconnection and the catheter was repaired. It was further reported that an autopsy was performed and that the obvious cause of the death was unknown. It was reported that regarding the previous report of the patient¿s bed sore that the physician considered that it was not an adverse event with the reason that it was a surgical scar dehiscence and not a bed sore. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.